Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the lead deflected from the target during the procedure on (B)(6) 2016. The lead may have gone deep and deflected. Fluoroscopy and a post-operation CT were performed. The patient had the desired evoke potentials in the hippocampi when the electrodes were stimulated. No interventions were taken and the issue was not resolved. Three days later when the lead cap was removed from the lead, the proximal end of the lead was found frayed or bent. Metal wire was exposed. An electrode impedance test was performed using a clinician programmer, external neurostimulator (ens), and twist-lock cable. The measurements of electrode combinations were: 0 <(>&<)> 1 was 33 ohms, 0 <(>&<)> 2 was 34 ohms, 0 <(>&<)> 3 was 33,141 ohms, 1 <(>&<)> 2 was 33 ohms, 1 <(>&<)> 3 was 34,234 ohms, and 2 <(>&<)> 3 was 28,061 ohms. The lead was explanted and the stage 2 procedure was aborted. The issue was considered resolved. The lead was implanted for epileptic seizures and it was placed in the fornix of the brain.

Manufacturer narrative:
Analysis of the lead (lot # va16yua) revealed all conductors due to overstress/damage. All conductors and outer insulation were broken 1.8 centimeters from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.